Event description:
It was reported that an ilet user received an ¿insulin set expired¿ alert after changing the cartridge the prior day, and the agent advised that dismissing the alert would cause it to recur and that the alert indicates all infusion supplies should be replaced. Symptoms included elevated glucose noted during the call, which the user associated with consumption of coffee with sweetener. Outcomes included user education and troubleshooting on infusion set replacement. Investigation included a technical review by phone with guidance on alert meaning and corrective actions. Investigation of this case revealed an insulin delivery interruption risk due to expired infusion set status, consistent with an alert functioning as designed and user need to change all infusion components. It was concluded, based on previously established findings for similar reports, that the cause was unclear for the hyperglycemia, with user factors potentially contributing. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.